Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the ins was explanted on (B)(6) because therapy was no longer working for the patient. Therapy stopped helping about 6 months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.